Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Other company¿s device that used in this study: 8-mm tip fantasista ablation catheter (japan lifeline) manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with persistent atrial fibrillation in the amiodarone group underwent radiofrequency ablation and suffered cardiac tamponade that occurred after ablation. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿clinical efficacy of irrigated catheter application of amiodarone during ablation of persistent atrial fibrillation.¿ the purpose of this study was to investigate the effect of irrigated catheter application of amiodarone in patients with persistent af who underwent catheter ablation. The study was conducted between january 2014 to february 2017. Pentaray catheter is the only bwi catheter that mentioned in this article, however catalog and lot number are unknown. Bwi takes conservative approach to report this event under pentaray catheter.